Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The distal end of the microintroducer was shown with the dilator being present within the sheath. The sheath appeared to be damaged at the sheath tip with bunching and outward flaring being present. Residue was visible on the device. The characteristics of the damage and device could not be clearly inspected from the image provided. Based on the information provided, possible contributing factors include exposure to resistance during insertion and inadequate skin knick. The product instructions for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." Since deformation on the sheath was observed, the complaint is confirmed but the exact contributing factors remain unknown. A lot history review (lhr) of refz3343 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the complaint occurred when the puncture sheath was shrunk during the process of being sent into the blood vessel after skin expansion. The puncture sheath had to be opened in another set of kits, and a new puncture sheath was used to successfully send into the blood vessel. Finally, the tube was successfully delivered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The distal end of the microintroducer was shown with the dilator being present within the sheath. The sheath appeared to be damaged at the sheath tip with bunching and outward flaring being present. Residue was visible on the device. The characteristics of the damage and device could not be clearly inspected from the image provided. Based on the information provided, possible contributing factors include exposure to resistance during insertion and inadequate skin knick. The product instructions for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." Since deformation on the sheath was observed, the complaint is confirmed but the exact contributing factors remain unknown. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported the complaint occurred when the puncture sheath was shrunk during the process of being sent into the blood vessel after skin expansion. The puncture sheath had to be opened in another set of kits, and a new puncture sheath was used to successfully send into the blood vessel. Finally, the tube was successfully delivered.